Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. No issues were observed that could have caused low blood glucose or under delivery. Additionally, a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not confirmed in the pump data logs (B)(6) 2018. The customer set a temporary basal rate of 200% of the base basal rate for approximately four hours the morning of (B)(6) 2018. The customer delivered four override boluses within one hour without entering blood glucose value and still having insulin on board. Cartridge change sequence was completed on (B)(6) 2018. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer did not think the pump was properly delivering the correct amount of insulin. Customer reverted to manual injections. Blood glucose was 340 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) ranging from 47-57 mg/dl. The cause of bg was unknown and customer declined troubleshooting.